Event description:
Negative results were reported for amylase, got and gpt. Upon investigation, it was noted the k factors were incorrect. After recalibration, the k factors returned to normal values and qc and pt results were acceptable. Actual pt data was not provided. Pt results were not reported. The investigational unit determined the root cause is a timing conflict when writing reagent and calibration parameter info to the hard disk. Customer will be info by field safety notice.